Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported seizure and low blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels had dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having a seizure. The patient reports after having lemonade and cereal their blood glucose level was 80 mg/dl. The patients blood glucose level had rose to over 250 mg/dl. As treatment, the patient applied a new pod. Upon arrival of the paramedics the patients blood pressure, blood glucose and vitals were taken. The patient did not receive treatment.